Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 264 mg/dl. Customer's other blood glucose value: 150 mg/dl, 201 mg/dl. The customer treated high blood glucose with manual injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result high blood glucose values. Customer was alleging that the insulin pump was under delivering. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.